Event description:
The physician claims that the graft was implanted for an aortic aneurysm procedure. During the procedure blood leaked from the graft. It was reported that the pt expired due to blood loss. In 2002, co received the following add'l info: the doctor claims that after three grafts were implanted and during the 1 hour follow-up time, blood was noticed filling the cavity. Only the 8mm graft was leaking. The graft leaked from its walls at a rate of approx 20ml/minute. Sutures were used in an attempt to stop the leakage, but the leakage continued. For 20 minutes during the follow-up time, 10 packs of blood were transfused into the pt (1 pack = 250 to 300mls). Immediately following reclamping and unclamping the graft, the pt expired. The graft was then explanted (along with another graft not related to the leakage event). The hospital claims that the pt's death was due to heart failure from shock due to blood loss through the 8mm graft. Note: the initial catalog and batch numbers reported to co were incorrect and have now been corrected and updated in the co's internal database.